Event description:
It was reported that an undefined pump failure occurred. There was no reported adverse impact to customer's blood glucose. Customer reverted to using an alternate method of insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
On (B)(6) 2022, the distributor reported the additional information: the pump history was reviewed, and no device issues were identified. Troubleshooting was performed and pump functioned as intended.